Event description:
Paramedics were attending to a pt, condition unk. The operator reported ensuring proper placement of the electrodes and successfully delivered 2 shocks, one at 200 and 300 joules. Allegedly on the delivery of the third shock at 360 joules, the operator heard a pop and observed an arc from under the electrode. The electrodes were replaced and treatment continued. The pt was successfully converted.